Event description:
It was reported that a patient underwent a primary breast augmentation surgery with unspecified mentor saline breast implants. Post-operatively, the patient experienced bilateral deflation of her prostheses, which was confirmed via mammogram. As a result, the patient is scheduled for removal surgery on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-11549 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 09, 2023, mentor received the device for evaluation as well as additional information. The complaint device was identified as an unknown 325cc textured mentor saline breast implant. The patient's prosthesis was replaced wtih a 325cc mentor smooth round moderate plus profile saline breast implant. On november 28, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the saline breast implant had an area of siltex cracking on the anterior view. Additionally, a tear measuring approximately 0.9 cm, was observed within the area of siltex cracking. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).